Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he experienced blurry vision and elevated intraocular pressure (iop). The consumer reported that his vision improved markedly after the iop decreased. He started the vision is not as good as it was before his surgery. The blurry vision makes it difficult to read small print and use the computer. The consumer reported his vision appears to be distorted and he does not feel the vision in this eye is as good as the fellow eye. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).